Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant lead measurements were unattainable due to lack of signal. The lead was repositioned however the issue remained unresolved and the product removed. Replacement and completion of the procedure was with another lead of same model type with no additional complications. No adverse patient effects and the attempted implant lead is intended to be returned for analysis, although the physician made no product allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a complete lead with a retracted helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip, confirmed no internal conductor fractures; however did illustrate a stretched inner coil. Laboratory testing was unable to reproduce the reported clinical observations however detailed analysis did reveal a stretched inner coil near the tip location. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.